Manufacturer narrative:
Philips service cleaned the system, reinstalled the board, and reloaded the software. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that there was an intermittent blue screen during boot-up, which resolved after reboot on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.